Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 51 mg/dl. The customer did not provide information about symptoms and treatment. The insulin pump had failed battery alarm. Contacts on battery cap were not missing, damaged, or corroded. The customer declined troubleshooting for low blood glucose value. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No failed battery test alarms noted during testing. Device functioning properly.